Event description:
Facility states that a pre-operative sponge count was performed at the beginning of the case. At the end of the procedure, an add'l sponge was seen in the sterile field. A post procedure x-ray was performed with negative results. Facility states - "no pt harm."

Manufacturer narrative:
Facility states that a pre-operative sponge count was performed at the beginning of the case. At the end of the procedure, an add'l sponge was seen in the sterile field. A post procedure x-ray was performed with negative results. Facility states - "no pt harm." Since this device was never returned to deroyal, it is not possible to know lot number or mfg date.